Event description:
On (B)(6) 2010 the pt reported that insulin leaked into the cartridge chamber of her infusion device. She thinks the cartridge leaked from the top because her device adapter is also wet. She said she is unsure whether the adapter caused the leak. She stated she does not know how long the adapter had been in use but knows it is longer than recommended. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device, cartridge, adapter and tubing were replaced and requested to be returned for eval.